Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shocks as inappropriate therapy due to t-wave oversensing. Technical services (ts) was consulted and discussed stored as well as programming options. Ts recommended further in clinic examination with a treadmill test to collect a reference template for the patients rhythm at an elevated rate. This device remains in service. No additional adverse patient effects were reported.